Event description:
Interference/noise. It was further reported that the lead delivered inappropriate shocks and a lead fracture or insulation breach was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Interference/noise

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) : the full lead was returned in segments and analyzed and the middle insulation had breached metal induced ion oxidation and cosmetic metal induced ion oxidation. The defibrillator conductor was stretched and the lead was stretched. Several conductors had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism. It was noted that the outer insulation was melted, pulled apart (overstress), had cosmetic metal induced ion oxidation and environmental stress cracking. The outer insulation was also breached cut, there was a white substance observed and there was a cosmetic depression. It was also found that the exposed defibrillator coil had a white substance.

Event description:
Asku.